Manufacturer narrative:
Follow-up #1; date of submission: 12/22/2016. The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the information from the event date had been overwritten due to continued use of the pump. The available total daily dose values recorded in the pump history added up to accurately reflect the user programmed rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. No interruptions in delivery or other errors, alarms, or warnings were observed during testing. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on 10/13/2014, the patient experienced an unknown blood glucose (bg) value with diabetic ketoacidosis. It was reported that the emergency protocol was initiated and the patient remained hospitalized at the time of the call. Troubleshooting with customer technical support was also unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced a serious bg excursion based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.